Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during daily check the cardiosave intra-aortic balloon pump (iabp) unit showed a flickering screen, with screen eventually turning green, and clearing out after a few minutes. No patient involvement reported.